Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation during implant of the right atrial (ra) lead. There was difficulty with insertion of the sheath, but the lead was able to be advanced. However, the lead repeatedly had contacted with the vessel wall around the superior vena cava (svc), which resulted in the perforation. The bleeding was very small; requiring no action after the perforation was confirmed. The lead was removed. No further patient complications have been reported as a result of this event.